Event description:
It was reported that after a blood test it was showed an increment of chromium and cobalt ions levels in whole blood. So, it was necessary to explant the cup and the head.

Manufacturer narrative:
This report will be amended when our investigation is completed. This MDR is being submitted late, as this issue was identified during a retrospective review of component files. (B) (4)